Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (150-250 mg/dl). Correction boluses via the pump and a temporary basal rate were used to address the bg level. The contact did not know the cause of the high bg. As the event had occurred in the past, tandem technical support advised the contact to discuss the event with a healthcare provider.